Event description:
Info received indicates the left foot siderail will not latch into the raised position.

Manufacturer narrative:
The tech isolated the issue to a bent latch plate, preventing the siderail latch from engaging. The tech straightened the latch plate to repair the bed.